Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = sample ID (B)(6), sample ID (B)(6), sample ID (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated sodium results for several patients on an alinity c analyzer. The following data was provided (customer¿s normal range is 136-145 mmol/l): sample ID (B)(6), 54-year-old male, initial result, on 10dec, was >200, repeat results were 174, 139, and 140 mmol/l sample ID (B)(6), 63-year-old female, initial result, on 10dec, was 152, repeat results were 174, 142 and 142 mmol/l sample ID (B)(6), 54-year-old female, initial result was 168, repeat results were 166 and 145 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely elevated sodium results on an alinity c processing module, serial number (B)(6), included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. The customer replaced the alnty c-series sample probe, list number 04s51-01, which resolved the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed falsely elevated sodium results for several patients on an alinity c analyzer. The following data was provided (customer¿s normal range is 136-145 mmol/l): sample ID (B)(6), 54-year-old male, initial result, on 10dec, was >200, repeat results were 174, 139, and 140 mmol/l sample ID (B)(6), 63-year-old female, initial result, on 10dec, was 152, repeat results were 174, 142 and 142 mmol/l sample ID (B)(6), 54-year-old female, initial result was 168, repeat results were 166 and 145 mmol/l. There was no impact to patient management reported.